Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, curved rubber adhesive missing, foreign object inside nozzle, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on the insertion tube, scratches found on the operation part, scratches found on the tip cover, scratches found on the insertion part corrugated tube oredome, scratches found on the switch box, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down knob, scratches found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches found on the scope connector, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for evis lucera elite gastrointestinal videoscope having clogged water supply. Upon inspection and testing of the returned device, foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a relationship between the subject device and the patient infections could not be identified. Therefore, the root cause could not be determined. However, it is likely that the user did not thoroughly read the instructions for use (IFU) and had insufficient equipment knowledge. The event can be detected/prevented by following the IFU which state: ¿checking the disinfectant solution concentration level: prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life.¿ ¿inspecting and replenishing alcohol: the alcohol used with the equipment must be 70% ethyl alcohol or isopropyl alcohol. Using any other kind of alcohol may result in malfunction of the equipment or the endoscope, difficulty drying the endoscope, fire hazard, or a hazard due to toxic vapor emitted from the alcohol.¿ this supplemental report includes a correction to e4 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.